Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the anchor is off the insertion device. It is broken, missing pieces, and covered in bio debris. The sutures are still on the device and run through the cannula. There is bio debris on the sutures. No other deficiencies are visible. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A clinical review states one undated, unlabeled photo was provided that confirms the breakage of anchor. Based on the information provided a user vs procedural variance cannot be ruled out as a contributing factor to the reported event. Therefore, it cannot be concluded that the anchor breakage is related to a mal performance of the implant or an implant failure. It is unknown if the broken implantable anchor was removed. Therefore, we cannot rule out the possibility of micro-motion, migration, or local skin irritation if the anchor was retained. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include use of excessive force during insertion, this can cause failure of the suture anchor or insertion device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil anchor broke. All the broken pieces were removed from the patient using tweezers. The procedure was completed with non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The current status of the patient is good.

Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil anchor broke. It is unknown if it occurred inside or outside of the patient. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil anchor broke. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on a1, a2, a3, b5, e1, e2 ,e3 and g2.